Event description:
Reporter indicated a vns pt was experiencing an increase in seizures and that the vns was at end of service. The pre-vns baseline seizure level is unk. The pt has had generator replacement surgery. The explanted generator has been requested for return. Further attempts for info are in progress.